Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump screen cracked and became unresponsive, prompting shipment of a replacement device and instructions to power down the original unit and return it with a provided label; blood glucose control was unaffected and the patient was advised to continue cgm monitoring via dexcom app or receiver and to complete a standard startup on the replacement. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy reported and no medical intervention or hospitalization. Investigation included review of the complaint details and collection of device return for evaluation. Investigation of this case revealed a damaged display/touchscreen consistent with physical damage to the device enclosure, with no associated alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.